Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional findings of several conductors blood/body fluid (not obstructed), inner tubing kinked/buckled, all insulators breached cut, outer tubing overlay breached cut, blood in/on helix mechanism and damaged at implant.

Event description:
It was reported that during the implant procedure, the right ventricular lead had high impedance. The lead was not implanted. No patient complications have been reported as a result of this event.